Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sigmoid colectomy resection procedure. The stapler device misfired. There was a leak at the anastomosis. There were no adverse effects on the patient.